Event description:
It was reported that the customer was replacing the battery when a piece fell off the insulin pump. Customer's blood glucose level was 89 mg/dl. Customer stated that the damage was located where the battery cap screws in. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, and a cracked case near the display window corners.